Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken chassis around the nose cover area. The broken pieces were not returned, measuring roughly 0.088¿ x 0.083¿ and 0.406" x 0.161" in size. Components adjacent to this broken chassis show damage which may indicate potential mishandling/misuse. The nose cover was dislodged is the affected adjacent component. Additional observation : the instrument was found to have the nose cover to be dislodged. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the needle driver instrument to be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, customer reported the needle driver instrument was broken. It was unknown of the procedure outcome with no reported injury.